Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the row d was not found on hta. A field service engineer remove the debris and all medications from the drawer and reseated the row board cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a multiple cubies was failed. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.